Event description:
A 3.0mm diameter x 18mm length ave micro stent ii was inserted into right coronary artery. It was not possible to cross the target lesion due to heavy calcification of the target lesion, even after the physician tried to force the stent through the vessel. As a result of the attempt to force the stent across the calcified section of the target vessel, the stent was displaced halfway off of the tip of the stent delivery balloon. The stent end delivery system were then pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system at the femoral sheath and migrated to the right leg. Subsequently, the stent was snared from the pt successfully. There was no further intervention attempted due to the difficulty experienced while advancing a percutaneous transluminal coronary angioplasty balloon to the target lesion and there was no add'l clinical sequelae reported relative to the event.